Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing found the dso seal was defective. The investigation determined that the cause of the issue was the dso sensor. The dso sensor was replaced.

Event description:
It was reported that the, ¿occlusion was too weak and impossible to calibrate." There was unknown patient involvement. No patient harm/adverse event was reported.